Event description:
The customer's parent called and reported the insulin pump went through an x-ray machine and began to alarm no delivery. The customer's blood glucose was not known as customer was not present at time of call. Troubleshooting could not be performed at the time. The customer's parent called back a few hours later. It was found the insulin pump had not alarmed with a motor error and passed both displacement test and self test. Customer's parent was advised to monitor the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.